Manufacturer narrative:
The user facility submitted medwatch # (B)(4) for this event. MFR site: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that total parenteral nutrition (tpn) would not flow through the filter of a clearlink system non-dehp extension set. Normal saline was able to flush through the set; however, the tpn would not infuse, only normal saline. It was further reported that the nurse attempted to disconnect the filter from the tubing but was unsuccessful. Another attempt was made to twist the hub with a tourniquet for friction, in which the tubing broke. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 02, 2022 - march 03, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water was performed and no issues were observed. The priming was performed at the set with a bag of sterile water and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.